Event description:
The surgeon conducted a laparoscopic cholecystectomy when applied ml size hem-o-lok to the patient found 2 clips broke and could not be loaded to the applier properly. User requested replacement for the 1 box clips and investigation on the defective clips and see if any defect during manufacture process.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73c2000312 was manufactured on 03/18/2020 a total of 7,000 pieces. Lot was released on 04/01/2020. DHR investigation did not show issues related to complaint. From the pictures, it was confirmed the defect reported by the customer "broken parts - clip - info not provided". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. (B)(6) is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 125 samples were taken from the current production (B)(6) hemolok l clips 6/cart 84/box lot # 73l2100827, the samples were visually inspected, and during the test issue reported "broken parts - clip - info not provided" was not observed in the current manufacturing process. Revision of fmea-08-025 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "broken parts - clip - info not provided" could be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions.

Event description:
The surgeon conducted a laparoscopic cholecystectomy when applied ml size hem-o-lok to the patient found 2 clips broke and could not be loaded to the applier properly. User requested replacement for the 1 box clips and investigation on the defective clips and see if any defect during manufacture process.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.